Event description:
On (B)(6) 2019, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. On an unknown date, migration on the proximal side of the device, and aneurysm rupture due to type I endoleak were confirmed. On (B)(6) 2023, the patient underwent reintervention. The additional stent grafts was deployed to extend the device proximally. Reportedly, the endoleak disappeared. The patient tolerated the procedure.

Manufacturer narrative:
The device remains implanted and was therefore not available for engineering evaluation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak, aneurysm rupture, and component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.